Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro, and the patient experienced a cerebral hemorrhage confirmed with MRI. . After procedure with the qdot micro catheter, the physician took out all the catheters from body and he checked the qdot micro if there was char. There was no char this time. However, the patient is suspected of a brain impact and underwent an MRI scan. The outcome was cerebral hemorrhage. No patient status/ outcome / consequences. During the procedure, femoral puncture and inserting the duo-decapolar catheter and decapolar catheter. One septal puncture and checking thrombus in left atrium (la) with sound mapping with soundstar catheter. Pre-voltage mapping with an octaray catheter and flushing the ablation catheter again. Ablation within the la with the qdot micro (taking out octaray catheter and inserting a qdot micro) ¿ hybrid. Starting from right anterior carina to right inferior pulmonary vein (ripv) anterior (35w). Ablated right carina longer. Took out the qdot micro catheter to check if there is a char (no char observed). Right posterior (middle) to ripv inferior (90w), and from right posterior carina to right superior pulmonary vein (rspv) anterior (35w). Starting left side of left atrium (la) to ridge to left inferior pulmonary vein (lipv) anterior) - 35w. Roof & lspv posterior carina (35w) - lipv posterior to inferior (90w). Pulmonary vein isolation (pvi) exit block check with qdot micro catheter, and pvi isolation check with an octaray. Followed by bundle of his check and tests, and effusion check. There are no suspected areas that are observed issues like high impedance or force. Information received on 24-mar-2025 indicated that the patient was suspected of a brain hemorrhage and took an MRI scan. The act of this patient was also higher than normal. Additional information was received on 01-apr-2025. This adverse event was discovered post use of biosense webster products. The outcome was cerebral hemorrhage, and the physician mentioned the micro char caused by qdot micro was not associated with this patient safety, but the physician¿s comment was ¿I¿m afraid of using it consistently¿. No imaging was done to diagnosis or rule out a stroke. The patient required extended hospitalization because of the adverse event. The act was higher than normal and maintained above 300 seconds. Additionally, the event was not associated with our products. No catheter exchanges were reported, and only one transseptal puncture. Additional information was received on 10-apr-2025. No evidence of char, thrombus nor clot during the procedure. Correct catheter settings were selected on the generator, and no issues noted with flow rate change at the start of ablation.